Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, with heavy chordae, excessive mitral annular calcification (mac), and small mitral valve orifice area. A mitraclip xtw was inserted under the valve. However, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, the clip was stuck in the inverted position and was unable to close. Troubleshooting was performed, and the clip was able to be closed. The clip was then removed from the patient, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, with heavy chordae, excessive mitral annular calcification (mac), and small mitral valve orifice area. A mitraclip xtw was inserted under the valve. However, the clip became caught in chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, the clip was stuck in the inverted position and was unable to close. Troubleshooting was performed, and the clip was able to be closed. The clip was then removed from the patient, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided the reported difficult or delayed positioning with anatomy appears to be related to patient conditions and due to heavy chordae, excessive mitral annular calcification, and small mitral valve orifice area. However, without the device to analyze, a cause for the reported difficult to open the clip could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.